Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2011, the lay-user/patient's parent contacted lifescan from (B)(6) alleging the one touch verio pro meter has black marks on the display. The patient's parent did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's parent claimed that the meter had black marks on the display. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's parent did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.